Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address liner disassociation.

Manufacturer narrative:
No devices were returned to examine. No other reports were found against the provided product/lot code combinations in a search of the complaints databases. Medical records were reviewed. The investigation can draw no conclusions with the information made available. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update rec'd 05/27/2016: pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated a dislocation of the liner from the cup. The pegs were noted to have worn off. One screw was noted to be prominent-it was screwed back in. There were 2 screws implanted during the primary operation on (B)(6) 2010, so one unknown screw is being added to the complaint. This complaint was updated on: 06/14/2016.

Manufacturer narrative:
.